Event description:
The hamilton microlab at plus 2 instrument reportedly did not pipette sample/reagent, and did not generate an error message. No death or serious injury was associated with this incident.